Event description:
It was reported that cartridge alarm occurred during pump use and caller could not continue insulin delivery. There was no reported impact to the customer¿s blood glucose level because caller declined to provide blood glucose details. Customer attempted to load new cartridge with guidance from technical support, but alarm continued to recur, so pump replacement was arranged and customer used multiple daily injections as alternate insulin therapy.